Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: 2012-(B)(6), product type lead, product ID 37754, serial# (B)(4), product type recharger, product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that there was a complete explant. It was noted that the patient fell ¿hard¿ on their back two months prior to report. The patient stated that they heard a ¿crack¿ and then lost stimulation. It was noted that an x-ray revealed no abnormal findings. The patient¿s battery could not be interrogated. The patient claimed to have no recharging issues in the past. The event occurred during normal use. It was noted that the healthcare professional (hcp) conducted a battery change. It was further noted that impedance was within normal limits. It was noted that there was a loss of stimulation/therapeutic effect. It was noted that actions required as a result of the event included replacement. Diagnostics performed included x-rays. It was noted that the product issue was resolved. The patient was reprogrammed in the post-operative area to their satisfaction. There were no patient symptoms or complications associated with the event. The patient¿s status was alive with no injury.

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. It was noted that the ins battery had a reduced capacity due to overdischarge. The ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 57. The last significant recorded recharge session done while the device was implanted (excluding one record with the reset date) was on (B)(6) 2013. The device was recharged for 8 hours and 20 minutes. The battery charged from 2.600v to 3.765v. The parameter trend diagnostic section shows patient usage after this recharge session. The battery discharged to the lock mode on (B)(6) 2013.